Manufacturer narrative:
H4: the device was manufactured from april 8, 2019 - april 9, 2019. H10: two (2) devices were received for evaluation. A visual inspection was performed, and it was noted that fluid was inside the bag that contained the returned samples. When the units were removed from the bags, the cause of fluid inside the bags was found to be untightened blue winged luer caps. The blue winged luer caps were tightened and functional leak testing was performed, and no signs of leak were observed at the blue winged luer cap. Both the returned devices were determined to be conforming product because no evidence of leak was found during the functional leak test. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked between the luer adaptor and the blue winged luer cap of the infusor. This was observed at the hospital after filling. There was no patient involvement. No additional information is available.